Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause for the foreign material in the locking line key plug of the video cable section is that the complaint could not be established. For the broken charge-coupled device, the incorrect pixel shift, and the most probable cause of the complaint is component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that the rigid video laparoscope had foreign material in the locking line key plug of the video cable section, the charge-coupled device was broken, and the pixel shift was incorrect. There was no patient involvement.